Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2019-01049. It was reported the patient's leads had migrated. Surgical intervention was undertaken during which the existing leads were explanted and replaced.